Event description:
It was reported that a 2484690 patient transport lift slings had the stitching coming apart.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-03754 indicting this filing as an importer. This should be a manufacturer reporting. The product is a non-ac powered patient lift with an unknown model, serial # and manufacturer. The sling for that lift was model #2484690, not the lift. The correct FDA registration number should be (B)(4) (distributed products).